Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation as it was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unknown.

Event description:
It was reported that during a biopsy, while in the breast, the needle kept twisting and the physician had difficulty removing the needle from the breast. A coaxial was not used in the procedure. The patient experienced some bleeding and pain following the procedure. It was reported that there was no injury to the patient.